Manufacturer narrative:
Other, other text: a product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Error history log was not available for review. Customer's reported problem was confirmed. Pump was found to be displaying "1720" error code alarm message after powering up when batteries are inserted. Found no impact to the pump's cases, but broken back up capacitor wire and loose from the case. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The customers reported problem was confirmed. Actions/repairs were done to correct the reported issue: back up capacitor was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited an error code 1720 and needed a circuit board service. No patient consequences were reported. No adverse effects were reported.